Event description:
It was reported that during the implantation of a lead, impedance testing indicated elevated impedance levels on contacts 1 and 2 across all segments, placing them in the investigate zone. Troubleshooting efforts included twisting the lead test cable on the end of the lead and applying stimulation through the contacts, but the impedances remained elevated. As a result, the lead was replaced with a new one, and subsequent impedance testing showed normal levels with the new lead. No environmental or external factors were identified as contributing to the issue. The issue was resolved at the time of the report, and the surgeon expressed interest in having the replaced lead sent for analysis. Further information may be obtained by contacting the healthcare professional directly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6)) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.